Event description:
In 2007, an optometrist reported a pt presented with clinical complaints and findings suggestive of possible contamination. One month later, the optometrist provided add'l info stating that the pt's eyes (ou) were edematous with epiphora and photophobia within 24 hours of use of this product. He stated that biomicroscopy revealed diffuse "superficial punctate keratitis" over 100% of each cornea with "iritis" (2 degrees). The optometrist indicated his pt's best visual acuity reduced from 20/20 to 20/50 in both eyes. He treated the pt with antibiotic and anti-inflammatory ophthalmic medications and the condition resolved in one week. The pt had initiated the product use on nine days prior to original date and discontinued contact lens wear for two weeks and did not re-start product use.

Manufacturer narrative:
Eval results: the complaint device associated with this report has been received for eval. Physical and chemical parameters conformed to release specifications. Microbiology eye safety testing and batch record review are in process. No similar complaints have been received on this lot. Add'l info was requested from the optometrist on 9/4/2007 and 9/13/2007. Info was received from the optometrist on 9/27/2007.